Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. Found no pump error 43 and pump error 41 alarms during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed pump error 43 alarm on the event date of 11/27/2024 at 21:27:00.000, and 21:30:32.000. Pump alarmed a pump error 41 alarm on the event date of 11/27/2024 at 21:27:00.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, missing display window/cover, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump error 43 was confirmed in the pump history files and traces due to moisture damage on the motor. Pump error 41 was confirmed in the pump history files and traces as a consequence of pump error 43. Moisture damage was confirmed found on the electronic assembly, battery tube, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 41, pump error 43. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and customer reported receiving a pump error 41,43. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1880 was requested and customer response was the device will be returned.